Event description:
On an unknown date, a patient in (B)(6) underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. On (B)(6) 2023 the patient experienced abdominal pain. The patient underwent a CT scan that showed mild to moderate pneumoperitoneum. On (B)(6) 2023 it was reported that the gastroenterologist stated " that it is a common and unserious event associated with the procedure". On (B)(6) 2023 the patient experienced redness, tumefaction, swelling, pain, and large amount of exudate from the peristomal site. The patient was prescribed an unknown antibiotic. On (B)(6) 2023 the patient reported feeling better.

Manufacturer narrative:
Reference record (B)(4). Catalog number is the international list number which is similar to us list number of 062910. The device involved in the event was not returned; therefore, a return sample evaluation is unable to be performed. Pneumoperitoneum and stoma site infection are known complication of a peg- j tube placement. H6 code of 4581 was chosen to capture the event of pneumoperitoneum. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.